Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: could you please provide the product code of the device used? Gst60b. Can further information be provided regarding the alleged malformed staples? It seems to be all ok after the first surgery. Were the malformed staples identified in the first operation or the intervention? In the intervention. How long after the initial procedure was the reoperation? 12 hours. Did the surgeon pulse fire and wait 15 sec prior to firing? He waits 20 seconds. What was the indication for surgery? Obesity I guess. How was the post-op bleeding identified? Patient symptoms like anemia and imagenology. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Extraluminal. What was the color cartridge used throughout the procedure? 1 green and 4 blues. What is the current patient status? Discharged on monday after 6 days from the first surgery. Additional information: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows a line of staples with clips, in the tissue. Also, along staple line bleeding was observed. At the 00:19 mark significant bleeding was noted on in the middle of staple line which was constantly coming out. However, due to tissue on staples line proper/improper form of staples cannot be determined. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a gastric sleeve, the patient had to be re-operated due to active bleeding in the staple line.

Manufacturer narrative:
(B)(4). Date sent 8/30/2022 date of revision surgery: (B)(6). 2022, b1: product problem: malformed staples were the malformed staples identified in the first operation or the intervention? In the intervention b3: date of event updated from (B)(6). 2022 to date of revision surgery (B)(6). 2022.